Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 19276031/19023172.

Event description:
It was reported that the patient developed an infection at both incision sites. Symptoms of blister was noted. The physician believed that the infection was not procedure, but device related. The patient was prescribe antibiotics and underwent scs explant procedure. The patient doing well postoperatively. The explanted device components will not be returned.